Manufacturer narrative:
Section d4 & h4: additional information. Section a2: corrected information . Section d10 & h3: perc lead was returned only. Manufacturer's analysis conclusion. The evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the low speed/pump stoppage events captured in the submitted system controller log file data. The submitted system controller log file downloaded from the patient's primary controller captured a transient low speed advisory alarm on 08jun2020 due to a reduction in pump speed to 5990 rpm (2210 rpm below the low speed limit). Additional low speed events and pump stoppages were captured on 13jun2020, resulting in low speed advisory/hazard alarms, active low flow hazard events, active motor stopped flags, and driveline disconnected alarms (the software of the controller in use was 7.23). The driveline was disconnected and power was removed from both power cables at the end of the log file, which is consistent with the reported controller exchange. Review of the log file downloaded from the patient's backup controller showed that several additional low speed events and pump stoppages were captured later on (B)(6) 2020, several of which were associated with elevations in pump power peaking at 17.9 watts. All of the low speed events and pump stoppages captured in the submitted log files occurred while the system was connected to the mpu and appeared consistent with a potential driveline wire compromise. A distal end driveline replacement was performed on (B)(6) 2020 under work order 87984 and approximately 19 inches of the external portion of the driveline was returned for evaluation. Rescue tape repairs were applied on the outer silicone sleeve. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no wire discontinuities or shorts, even with manipulation of the driveline segment. The rescue tape repairs were removed and several areas of cosmetic damage to the outer silicone sleeve were observed. Upon removal of the outer silicone sleeve, no damage was noted to the clear bionate layer. Breakdown of the metal braided shield was observed along the length of the driveline segment, which appeared consistent with approximately 7 years of use. Examination of the underlying wires revealed that the wires were kinked about one inch proximal to the terminus of the distal end bend relief. Visual inspection of the wires in this location identified a breach in the insulation of the green wire at approximately 3.25 inches from the metal connector, exposing the inner metal conductors. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. Microscopic inspection and hipot testing of the remainder of the returned driveline segment revealed no additional areas of compromised wire insulation. If the exposed conductors of the green wire contacted the metal braided shield while the patient was operating on a tethered power source (such as the mpu), the resulting electrical short to ground would have caused the low speed/pump stoppage events recorded in the submitted system controller log file data. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted to the ER due to various alarms while the patient was tethered to the mobile power unit (mpu). While the patient was connected to battery power no alarms were noted. The patient backup controller was exchanged to resolve the no external power alarms. Log file analysis captured pump stoppage events and speed drops. The log files noted pump stoppage events while the patient was connected to the mpu. On (B)(6) 2020 the entire external portion of the driveline was replaced with no issues. The site detailed the patient would remain on a no ground cable until analysis of the returned portion was completed. No further information was reported.